Manufacturer narrative:
The single use electrode 27040gp1-s was found missing the bottom cutting loop and one side of insulation arm. This type of occurrence most likely is due to stress and overload.

Event description:
Allegedly per the customer, during a turbt, the loop and insulation material on the side of the electrode broke off inside the patient. The broken part of the electrode was removed with no injury to the patient. The procedure was completed.